Event description:
The customer reported to olympus that the videoscope cable exera ii caused image issue and squirely lines through the screen. The event occurred during preparation for use, prior to a colonoscopy diagnostic procedure. There was no report of patient harm or user injury associated with this event.

Manufacturer narrative:
The customer suspected device was returned for investigation. The olympus service center confirmed the reported event during inspection and testing. Upon evaluation of the returned device, the scope displayed squirrely lines through the screen when connected. The faulty parts were replaced, and the device was returned to the user facility. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the reported event was occurred due to a cable failure. Olympus will continue to monitor field performance for this device.